Event description:
It was reported that the pt underwent a hysterectomy and a sling procedure in 2001. During the procedure, the pt's bladder neck and urinary sphincter were damaged. The sling procedure was aborted. A urologist was brought into the procedure, and an attempt was made to repair the damage. The repair was unsuccessful. Another attempt at repair, with a surgeon from another hospital, is planned. The pt remains incontinent and is experiencing continual pain.